Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with multiple elecsys assays on a cobas e 801 analytical unit. The reporter also mentioned quality control issues. Specific data was provided for one patient sample with discrepant results for elecsys ft3 iii. The sample initially resulted in an ft3 iii value of 14 pg/ml and repeated as 4 pg/ml on a different cobas analyzer. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The ft3 iii reagent lot was 66911201 with an expiration date of 29-feb-2024.

Manufacturer narrative:
The field service engineer checked the instrument and found a leak at the prewash syringe which had air inside. He fixed it and afterward the quality control results were within specifications. The instrument was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.